Event description:
On (B)(6) 2011, patient was in the emergency room due a beeping pump. The pump was last filled (B)(6) ago and the next refill was scheduled for (B)(6) 2011. Patient experienced nausea, loose stools, upper respiratory infection: productive cough of yellow/green sputum since (B)(6). Patient was then treated with intravenous dilaudid and zofran. Assessment noted an acute exacerbation of chronic abdominal pain, possible pain pump malfunction, opiate withdrawal, acute bronchospasms and acute uri. On interrogation pump logs showed that eri (elective replacement indicator) occurred on (B)(6) 2011 and the message for replacement by (B)(6) 2011; reservoir volume was 16.2ml. Drugs infused were morphine 33.3mg/ml and bupivacaine 9mg/ml at a daily dose of 11.505 mg and 3.1094 mg respectively. The pump was later explanted. It was stated as a prophylactic explant due to battery depletion. Patient was hospitalized catheter dye and rotor studies were done on (B)(6) 2011 and were normal. It was later stated that the cause of the event was unknown if related to the device. Patient was not hospitalized and sustained no injury following replacement.

Manufacturer narrative:
(B)(4).